Event description:
It was reported that when, the cs300 intra-aortic balloon pump (iabp) unit was switched on it displayed electrical test fail code 53. There were no injuries reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit was switched on it displayed electrical test fail code 53. There were no injuries reported.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the manifold drive and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.